Manufacturer narrative:
A risk review was completed and confirmed that the event of difficult to insert was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Difficult to insert is a known inherent risk of the use of this product. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this complaint represents a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this patient was getting a cardiac resynchronization therapy pacemaker (crt-p) system implanted. During the procedure, the right ventricular (rv) lead was positioned successfully and was reported to be a competitor's lead (abbott). When the physician was trying to get this guidewire to stay on the posterior cardiac vein to implant the left ventricular (lv) lead, there was a problem trying to get it to stay in position. The physician ultimately decided to use a snare to aid to guide the lv lead into position. The physician got the wire to go around the posterior back to the coronary sinus trunk and snared the end of the wire, after that the physician pulled on it to get the veins to straighten out and to get the guidewire in position. A few moments after that, the patient seized and after further inspection with echo, it was deemed the patient experienced a cardiac tamponade. The hospital first tried to puncture the blood from the chest cavity, but that did not work. After fenestration they decided to do thoracotomy to the patient, but they ended up passing away during the hematoma evacuation in different unit of the hospital. No additional adverse patient effects were reported. The guidewire was disposed of at the hospital and is not expected to be returned back to boston scientific for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was getting a cardiac resynchronization therapy pacemaker (crt-p) system implanted. During the procedure, the right ventricular (rv) lead was positioned successfully and was reported to be a competitor's lead (abbott). When the physician was trying to get this guidewire to stay on the posterior cardiac vein to implant the left ventricular (lv) lead, there was a problem trying to get it to stay in position. The physician ultimately decided to use a snare to aid to guide the lv lead into position. The physician got the wire to go around the posterior back to the coronary sinus trunk and snared the end of the wire, after that the physician pulled on it to get the veins to straighten out and to get the guidewire in position. A few moments after that, the patient seized and after further inspection with echo, it was deemed the patient experienced a cardiac tamponade. The hospital first tried to puncture the blood from the chest cavity, but that did not work. After fenestration they decided to do thoracotomy to the patient, but they ended up passing away during the hematoma evacuation in different unit of the hospital. No additional adverse patient effects were reported. The guidewire was disposed of at the hospital and is not expected to be returned back to boston scientific for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.